Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was blocked, seized and rough running, defect. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It has been reported from (B)(6) that before surgery, it was observed that the compact air drive device was defective. During in-house engineering evaluation, it was observed that the motor was blocked, seized and rough running. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization or if a spare device was available for use. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly